Event description:
It was reported by the patient¿s wife that the patient expired. The cause of death is unknown. The patient's wife stated that the patient mentioned to have felt dizzy while driving and was able to pull over before losing consciousness. When the ambulance arrived external defibrillation was performed due to the device not delivering therapy for an arrhythmia. The patient was taken to the emergency room and was in sinus rhythm upon arrival. Additionally, it was also stated that the device was interrogated and reprogrammed while in the emergency room. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Maude report number; mw5070717.

Event description:
New information received states that the patient went into cardiac arrest before passing away.